Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead with the same model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead with the same model was placed. No additional adverse patient effects were reported.